Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 4). The patient was scheduled for follow-up at which time it was reported that device diagnostics were not high, but within normal limits. It was reported that the patient will be monitored and there are no plans for lead replacement at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.